Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, (IFU), adverse evbnets that may occur and / or require intervention include, but are not limited to: endoprosthesis infections.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent emergency endovascular treatment. On an unknown date, distal stent graft-induced new entry (d-sine) was observed. It was suspected that stopping antibacterial medications contributed to sepsis and might have caused graft infection resulting in d-sine. On (B)(6) 2021, the patient underwent a reintervention. Two additional stent grafts were deployed to extend the device distally. The patient tolerated the procedure. The physician stated as follows; stopping antibacterial drugs might have contributed to sepsis and might have caused graft infection and resulted in d-sine.